Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 3889-28, lot# va1u10a, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated something was wrong with the implant. The doctor wanted to do a new one to see if helped him better. The patient said he didn't know why the doctor thought that. It wasn't working properly for him. It was hurting real bad in rear end bone. Patient was in lot of pain and discomfort and doctor thinks it might have stopped working too. Patient said the doctor put it more where he feels it stimulate more towards the bladder area then the rear end. The patient had a new implant done yesterday. The pain started about a month ago. The patient has an appointment with hcp in 2-3 weeks. There were no further symptoms or complications reported or anticipate.

Event description:
On 2019-02-08 crts 3820410 (con):information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient had device implanted for urinary incontinence. Patient reported that they had a sudden return of symptoms ,leaking and having double episodes every day and having to take double the medication. As for troubleshooting, patient increased stimulation to 3.0v on program 1 and felt discomfort and was painful in the buttock area. It was determined during the call that the patient had the ability to change programs and adjust stimulation. Patient changed stimulation to program 2 at 4.0v and stated they felt stimulation in the correct area, groin and private parts. Patient also stated that they no longer felt discomfort and that they have an appointment with their health care professional on tuesday. No further complications were noted or anticipated 2019-03-05 patlr, (B)(4) (con); additional information was received. The cause of the sudden return of symptoms was unknown and as for action taken, stimulation was raised to 5.5 volts and on program 2. 2 and patient denies any fall or trauma patient has an appointment for cat scans. No further complications were noted or anticipated. On 2019-apr-05 (B)(4) (con): additional information received from the patient stated something was wrong with the implant. The doctor wanted to do a new one to see if helped him better. The patient said he didn't know why the doctor thought that. It wasn't working properly for him. It was hurting real bad in rear end bone. Patient was in lot of pain and discomfort and doctor thinks it might have stopped working too. Patient said the doctor put it more where he feels it stimulate more towards the bladder area then the rear end. The patient had a new implant done yesterday. The pain started about a month ago. The patient has an appointment with hcp in 2-3 weeks. There were no further symptoms or complications reported or anticipated. 2019-04-19 lfc(hcp): additional information was received. The health care professional stated that the lead was in s4 foramen and this was readjusted in the operating room. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient had device implanted for urinary incontinence. Patient reported that they had a sudden return of symptoms, leaking and having double episodes every day and having to take double the medication. As for troubleshooting, patient increased stimulation to 3.0v on program 1 and felt discomfort and was painful in the buttock area. It was determined during the call that the patient had the ability to change programs and adjust stimulation. Patient changed stimulation to program 2 at 4.0v and stated they felt stimulation in the correct area, groin and private parts. Patient also stated that they no longer felt discomfort and that they have an appointment with their health care professional on tuesday. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the sudden return of symptoms was unknown and as for action taken, stimulation was raised to 5.5 volts and on program 2. 2 and patient denies any fall or trauma patient has an appointment for cat scans. No further complications were noted or anticipated.